Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in an upper gastro endoscopy procedure performed on (B)(6) 2026. It was reported that the clip did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.